Event description:
Restenosis.

Event description:
The following e-mail notification was received from the ww ecypher pms registry: the pt experienced sudden cardiac death while at home two years and seven months after the index procedure. This adverse event was reported as unrelated to the index device and as unlikely related to the index procedure. No other information was provided. Any additional information will be submitted within 30 days from receipt.

Event description:
The following e mail notification was received from the ww e cypher pms registry. The patient experienced sudden cardiac death while at home two years and seven months after the index procedure. This adverse event was reported as unrelated to the index device and as unlikely related to the index procedure. No other information was provided. Any additional information will be submitted within 30 days from receipt.